Event description:
The customer reported that she was hospitalized due to blood glucose levels above 600 mg/dl. The customer was very sick, and was in a coma when she was admitted. The customer also stated that insulin pump had been alarming low battery, as well as another error alarm. Troubleshooting was performed, and the insulin pump had no basal rates programmed. The bolus history was empty as well. The insulin pump passed the prime test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.